Manufacturer narrative:
The returned mob100 unit was evaluated. The unit had a disjointed welding joint. The welding at this area seemed to be weak due to incomplete welding causing limited adherence. It is likely when the force due to use was exerted, this weld was likely further weakened and sheared, causing forward movement of the user.

Event description:
An end user reports the mob100 had malfunctioned causing the end user to fall and reportedly sustain an injury. The nature of the injury is unknown due to limited information provided.